Manufacturer narrative:
Analysis of the pump revealed battery high resistance.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Corrected information: conclusion code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving lioresal 2000 mcg/ml via an implantable pump. The dose prior to safe state was 1530mcg/day. The dose was 96 mcg/day and on (B)(6) 2016 the dose was 11.8 mcg/day. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2016. It was reported a critical alarm was heard and confirmed by telemetry. The pump logs were checked and telemetry indicated that on (B)(6) 2016 at 18:02 the pump was in safe state; reset occurred-low battery. No symptoms were reported. The pump was replaced (B)(6) 2016.

Manufacturer narrative:
Patient codes (B)(6), (B)(6), and (B)(6) no longer apply. Additional review of this MDR determined that the previously reported adverse events following the pump replacement pertain to manufacturer's report # (B)(4) [unresponsive; oversedated]. Additional information regarding that event will be reported under that manufacturing number. This manufacturing report pertains to the following information: [low battery reset; pump replacement] if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 27-jun-2017 indicating the patient had emergent replacement of pump on (B)(6) 2016 due to premature battery failure. The patient's mother took them to emergency room (ER) on (B)(6) 2016 with the complaint of patient not responsive. As intervention, on (B)(6) 2016, the pump medication was decreased by 20% in the ER. The patient became responsive in the ER and was discharged to follow up in office on (B)(6) 2016. The pump meds were adjusted at subsequent office visits without further incidents of non-responsiveness. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2016. No furth ER complications were reported/anticipated.

Manufacturer narrative:
Fdp 76143 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-sep-05. It was reported that at the time of the event, the elective replacement indicator (eri) was at 6 months. On (B)(6)2016 at 20:10, the patient's treatment included lioresal 2000mcg/ml at 1244.1mcg/day. On (B)(6)2016- at 20:19, the patient's treatment was changed to lioresal 2000mcg/ml at 1230.2mcg/day. The clinical diagnosis of patient being unresponsive was thought in retrospect to be due to temporary over sedation from intrathecal lioresal after pump replacement. When the pump died prematurely in (B)(6)2016-, it was noted that the patient was in "rough shape" and went through difficulties transitioning back to the dose he had been on prior to the event. Once the patient was where he needed to be with his pump medication, he was wonderful and seemed like a brand new person. It was noted that "everything was consistent and when the dose was increased" the patient would have a positive response.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.